Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes was found in the ventilator's downloaded error log. There were no foam particles observed during the evaluation. The device passed all testing.